Event description:
During a elbow athroplasty the graft was compressed and the bone plug was harvested from the knee to place in the elbow. A chisel was inserted arthroscopically about 18mm but when bone plug was pushed out, it was about 5mm and the surgeon thought a part of it broke off. A 2nd graft (arthroscopic) chisel was inserted about 20mm. The bone plug pushed out again about 5mm. The surgeon thought a part of it broke off again and decided to harvest a bone plug "open" from a non-weight-bearing region. A 3rd graft (open) chisel was inserted about 18mm. This time the bone plug was about 16mm. The surgeon thought the first two bone plugs were not harvested successfully as it was done arthroscopic. A 4th graft (open) chisel was inserted about 18mm. The bone plug was about 5mm again. Cancellous bone was compressed. Density of cancellous bone of the first, second and fourth grafts were obviously different from and harder than the third one. They were difficult to push out from the chisel and had to be hammered many times. The surgeon decided to switch the surgery to oats. The third graft and 6-7mm oats were placed in the elbow. Three other compressed grafts were placed back in where they were harvested. A delay of 90-minutes resulted. No pt injury or complications took place.